Event description:
Staff reported: telemetry called to check on patient being off continuous pulse oximetry (cpo) monitoring. Upon entering the room, patient was fine and the cpo monitor box was interrogated- it was noted that the box was very warm. The battery compartment was opened and staff noted that the alkaline batteries inside blew and were emitting some smoke. Device brought to clinical engineering for evaluation. Both aa alkaline disposable batteries had overheated and had damage to the insulation around the negative terminal of the battery. It is not known how the insulation was damaged. The shorted batteries overheated enough to melt and split the plastic sleeve that covers the battery. The transmitter was still functional. There was no patient or staff injury reported.